Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced inflammation at abutment site; subsequently the patient underwent an abutment change under general anaesthesia and was administered topical antibiotics (date not reported).